Event description:
It was reported that (4) devices were used during a hemicolectomy. It was reported by the affiliate that the surgeon was firing the tlc55 while transecting the bowel. The tlc55 fired and worked perfectly upon firing, then was reloaded. The reload jammed halfway through the firing cycle and locked out. Another tlc55 from the same lot number was opened and used to complete the transection, then reloaded and fired again. The second firing of the instrument was fired and also locked out halfway through the firing cycle. A third tlc55 instrument was used to complete the case. There was no consequnce to the pt.